Event description:
Account states that they are getting low total protein results for pt samples. The incorrect results have not been used to guide pt therapy. The field svc rep found the sample probe was malfunctioning and repaired the instrument by replacing the probe.